Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the centrimag console not properly receiving ac power was confirmed via the console¿s functional analysis. The returned centrimag console (serial number (B)(6) was received and tested at the european distribution center. Throughout testing, the console would only operate on battery power and would not accept voltage from the wall socket. The unit was troubleshot, and the cause of the issue was isolated to the unit¿s 24-volt power supply printed circuit board (pcb) being electrically damaged. The issue resolved when the pcb was replaced with a new assembly. The root cause of how the power supply became damaged was unable to be conclusively determined. The investigation revealed a surge test did not pass. Review of the device history record for the centrimag console, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The 2nd generation centrimag system operating manual has an emergency/troubleshooting section for the 2nd generation console. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the battery of the centrimag console did not charge and there was no display on the front that 230 volts were connected.